Event description:
It was reported that a medical intervention was needed due to loosen component. The surgeon cannot confirm the reason about loosen insert.

Manufacturer narrative:
The affected complaint device was not returned for evaluation. A clinical evaluation noted no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved and no product information available, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.